Manufacturer narrative:
The investigation and service of the autopulse platform (sn (B)(4)) was performed by a zoll trained distributor service technician. The reported complaint of the platform displaying user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive data review. The root cause of the observed ua 7 error was the defective load cells. The defective load cells were likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. During functional testing, the autopulse platform displayed a ua 7 error message upon powering up the platform. The root cause was due to the defective load cells. The archive data review showed ua 7 error message, thus confirming the reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform ((B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.